Event description:
Event description boston scientific received information that this ventricular lead was not capturing at maximum outputs and pulse width. The patient's underlying rhythm is complete heart block. The lead was removed, successfully replaced, and returned for analysis.